Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to impedance issue on their lead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.